Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: five photos were submitted by the customer for quality investigation. The customer complaint of separation other component. Leak was verified by visual inspection of the photos provided. The photos indicate that the drip chamber separated from the tubing. A device history record review could not be performed because a model or lot number was not provided by the customer. A root cause could not be determined due to the sample not being submitted for quality investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 3 unspecified bd administration sets had components separate and leaked. The following information was provided by the initial reporter: "3 different secondary tubing break off at the bottom of the fluid chamber."